Manufacturer narrative:
1. The customer returns 1 video and 1 photo, from which it is identified that the septum of the sample has dislodged, causing the adhesive injection hole of the catheter hub to be exposed and leaking. 2. DHR/bhr review lot#3353674. 1-this batch of products were assembled at intima ii auto line 4 in january 2024 and packaged at cfs package line in january 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results met the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for relevant functional testing: 45psi leakage test. The test is passed, no leakage is found, and no abnormality is found on the septum. Please see attachment for the test report. 4. The septum and the catheter hub are bonded by uv adhesive. After the adhesive is dried, the visual inspection system conducts 100% inspection, which will automatically identify and remove defective products. The visual inspection system is challenged with standard samples everyday at 7:00, 19:00 and when changing product gauge to ensure the effectiveness of the inspection. 5. The product (sku 383057) has never been declared to be used for high-pressure injection. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. From the video and photo returned, it is identified that the sample is leaking due to dislodgement of the septum. Because the product of this sku has never been declared to be used for high-pressure injection, and no defective samples have been received for further testing, it cannot be confirmed that the root cause of the defect is related to product quality.

Event description:
No additional informaiton provided.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii leakage with power injector the product was used in a way that it leaked blood and oozed blood; affected quantity 10 pcs, samples are not returnable, photos and videos are available; green claims are required, a complaint response letter is required (the reason for the blood leakage needs to be stated and a stamp is required), a complaint acceptance letter is not required